Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced recurrent skin infections at the abutment site since (B)(6) 2017 and was administered topical and oral antibiotics and topical steroids (date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.